Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple "unsuccessfully loaded" while attempting to load multiple new cartridges. There was no reported impact to customer's blood glucose level. The customer stated that a cartridge was able to be loaded successfully and declined to troubleshoot with tandem technical support.